Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction that consisted of a rash with redness, inflammation, pimples, blisters, and drainage at the sensor patch adhesive. The patient also had itching and burning sensations in the area. The patient consulted with a medical doctor (md) via telehealth. The md prescribed oral prednisone 20 mg daily for 5 days. Photographs were provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).